Event description:
It was reported that an increase in pacing impedance and increase in capture threshold were observed on the left ventricular (lv) lead. No intervention has been performed. The patient was stable.